Manufacturer narrative:
A response from the user facility indicates the device will not be released for 2 yrs.

Event description:
Per the information provided to co by the physician's office, the device was removed due to "a malfunction-the device was disintegrating." As reported to MFR, the entire device was removed and replaced.